Manufacturer narrative:
Investigation conclusion: retention and returned products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (212.6iu/ml, 215.2iu/ml, 221.9iu/ml). All devices showed positive results at read time and met quality control specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with either returned or retention product. Product performed as expected. This issue will continue to be monitored through incoming complaints. Case details do not indicate if the urine samples were a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Four patients presented to the facility to confirm pregnancies after missing their menstrual periods and obtaining a positive result on an unspecified home pregnancy tests. Urine samples were collected from the four patients and each produced a negative result on a consult hcg urine/serum combo test. The results were questioned because of the positive home pregnancy tests. The facility ordered serum quantitative tests on the same day which all came back as positive. Troubleshooting was conducted with the customer. The customer was determined to be not testing controls, not using a timer, and did not allow the urine sample to acclimate to room temperature before testing. The customer was advised to test controls and use a timer to ensure the test is read at the designated read time. Very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested.